Event description:
The sales representative reported that during a level one surgical procedure in 2008, the surgeon attempted to implant the temporary fixation pin into the anterior cervical plate. The pin broke in two in the plate and the portion of the temporary fixation pin with threads remained in the plate. All pieces of the broken pin were recovered and the plate and two previously inserted screws were removed. There was no surgical delay and the surgery was completed as indicated when the surgeon implanted another plate and screws.

Manufacturer narrative:
Evaluation is pending.